Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the out of range impedance alert observed on the rv lead was for high impedance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had an out of range impedance alert, which was suspected to have occurred during implant. The rv lead remains in use. No patient complications have been reported as a result of this event.